Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory slid off the mcs instrument several times. The procedure was completed as planned. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the orange part was visible after the mcs tip cover slid off. The mcs tip cover was not installed beyond the orange surface. There was no damage on the tip cover. No arcing was observed. The installation tool was used. No electrolube or any other lubricant was applied to the mcs instrument prior to the tip cover installation. The tip cover was removed and replaced with a new one.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis could not replicate nor confirm the reported issue. The tip cover accessory was attached to an in-house monopolar curved scissors instrument on an in-house system. The instrument moved intuitively in all directions with full range of motion. The tip cover did not slip from its original position. No product issue was identified.